Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced hyperglycemia, and as a result visited their pediatrician. The patient's blood glucose levels rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours, on their back. The patient¿s mother reported that the pod had fallen off and therefore the patient was not wearing their pod all morning. When the patient was picked up from school, their blood glucose levels were high, therefore the patient¿s mother took patient to their pediatrician for treatment. The pediatrician administered ¿a lot of insulin¿, but exact information was not provided. It was reported that the hyperglycemic event was resolved by the pediatrician. Additional information is being solicited and a supplemental report will be submitted if received.